Event description:
It was reported that prior to using the system to perform any tasks for a da vinci prostatectomy procedure, the surgeon experienced no video signal at the surgeon console. The connections were reconnected and then the system and synchronizer were restarted, however, the issue continued to recur. The patient was under anesthesia and the port incisions had been made when the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The synchronizer was returned to the original equipment manufacturer (OEM) for evaluation. The OEM was unable to replicate the customer reported failure during testing and found the synchronizer to be fully functional and working to specification.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the vision issue experienced by the customer was related to the synchronizer. The synchronizer coordinates the left eye and right eye video streams so that events are displayed simultaneously to each of the surgeon's eyes. The system was repaired by replacing the affected synchronizer. As of june 14, 2012, there have been no reported recurrences of the issue at this hospital.